Event description:
Event description guidant received information that this pacemaker patient's preoperative diagnosis included syncope. The device, which was included in the second population as described in guidant's january 21, 2006 physician letter, was explanted and successfully replaced. The device was returned to guidant for analysis.